Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to the failure of the imaging unit, noise generated and the image temporarily, tip cover not watertight, insulation (safety) of the imaging unit could not be ensured, curved rubber adhesive missing, and label on the video connector came off. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope exhibited defective image. Upon inspection and testing of the customer returned device, the scope exhibited no image and temporary noise occurred. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the image sensor unit being damaged (disconnection, etc.) Or the mounted parts (ic chip, capacitor, etc.) Of the electric board malfunctioning. Olympus will continue to monitor field performance for this device.